Event description:
Information was received indicating that a smiths medical cadd legacy pump alarmed, for cassette not properly attached. It was also reported that infusion was wasted because a new mix had to be made to replace it. The reporter indicated that the issue was resolved once the cassette was replaced. No patient consequences were reported. No adverse effects were reported.